Manufacturer narrative:
Lot number: m22708 or j3804652. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw disassembled post-operatively. The screw remains implanted. Additional details are not available.

Manufacturer narrative:
UDI number: (B)(4). Expiration date: aug 5, 2026 or oct 12, 2025. Manufacture date: aug 5, 2016 or oct 13, 2015. Additional information: method, results, and conclusions - the screw remains implanted so it was unable to be evaluated. A photo of an x-ray was provided and used to confirm that the translation plate has disassembled from the remainder of the tulip. Since an evaluation was unable to be performed, the cause is unable to be determined. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Event description:
It was reported that a screw disassembled post-operatively. The screw remains implanted. Additional details are not available.